Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr was able to confirmed the reported complaint. The reported issue was resolved by replacing a faulty power switch. The device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator shut-off after being setup for patient use. There was no patient involvement associated with the reported event.